Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebp0522 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter can not be used for suction.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the valve failed to open for aspiration was confirmed, but the cause was unknown. One groshong 4 fr s/l catheter was returned for investigation. The catheter was received with the stylet in the lumen. The stylet was kinked in two locations, which created a bend in the catheter tubing near the 33 and 35 cm depth marks. One 4.5 fr microintroducer sheath was returned for investigation. The sheath was kinked 1, 3, & 4 cm from the distal end of the orange handles. A functional test revealed that the lumen was patent to infusion, but fluid leaked from the catheter between the 16 and 17 cm depth marks. The breach pattern in the tubing resembled the pattern from the stylet twist wire, which indicates that the tubing was forced against the stylet wire. Due to the kinks in the sheath and stylet wire, it appeared that the catheter was damaged during use. One of the precautions in the IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ the breach in the tubing may have been a factor in the reported event, but even after cutting the damaged portion of the tubing away, the valve would not open for aspiration. A microscopic examination of the valve cut showed nothing remarkable. The valve length was within specification. The reported event could be associated with insufficient lubricant on the valve. It is unknown if the lubricant was affected by the clinical procedure. At this time, based on the condition of the returned sample, it is unknown what caused the reported event. A lot history review (lhr) of rebp0522 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter can not be used for suction.